Event description:
As per morning report, a pt who had an iabp placement in the cath lab in 2007, had to return within a short time for emergent removal. Fluoroscopy revealed that the balloon was in good position, but not inflating. As per cardiology, there was vascular calcification noted adjacent to the distal edge of the balloon which most likely damaged the balloon and caused a tear in the balloon and helium leak. Cardiology additionally noted that there was blood within the balloon confirming that it had ruptured. Actions taken: ruptured iabp catheter sequestered. Additional actions needed: incident report submitted. Bio-med to perform functionality test and notify arrow service. Manufacturer to be notified and iabp catheter returned for inspection.